Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a login failure. The technical support specialist (tss) identified that the nurses were failed to login due to slowness. Tss dialed in and verified a slowness recorded during authentication in medication application logs. Tss verified the user domain and identified that the last synchronization was recent. Tss received the internet protocol associated with the active directory, performed a power shell transaction, verified the port connections and no failure was identified. Tss instructed the user to login and confirmed that the user was able to resolve the issue without any slowness and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user was unable to log in to the device, they were facing slowness and timeout issue due to which they were unable to login or pull the medication. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.